Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: -inspection of the instrument channel and forceps elevator. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the following were found during the evaluation; forceps elevator flexing back to less than 95 degrees when manipulating control knobs; light guide lens is cracked; and bending section cover or distal sheath rubber is cracked. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that upper video scope had defects around the distal end cover or forceps elevator it has a broken elevator. The issue occurred during the preparation for use. There were no reports of patient harm.